Manufacturer narrative:
On 10/23/29, the investigation on the suspected medical device was completed. Investigation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast tissue expander. During evaluation of the sample, it was observed to be intact. Leak testing revealed three tears on anterior aspect measuring approximately less that 0.1 cm. Microscopic examination on the edges of the tears gave no indications of instrument damage. No other anomalies observed. Possible causes of deflation of tissue expander include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction with a 350cc mentor cpx 2 breast tissue expander and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement on (B)(6) 2019.